Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was unable to be used normally. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The issue was communicated to the hospital equipment department. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device's diagnostic report (drpt) was unavailable. The patient information from the time of the event was asked but unknown (asku). The asp stated that the hospital equipment department resolved the issue by performing a touchscreen calibration. The device returned to normal use following the calibration. The asp stated it was asku what testing was completed following the touchscreen calibration. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.